Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue and revealed the alarm does not sound continuously when weight is applied tot he sensor pad. Unit powers up and passes all functional tests. However, the battery springs are bent and the aqualert water indicator label is missing. Note: instructions for use states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test he alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor/ MFR ref file # (B)(4).

Event description:
Customer reported the alarm continuously sounds even when weight is applied to the sensor. Batteries have been replaced with a new supply. The date when the issue was discovered is unk. No pt incident or injury was reported.